Event description:
The customer states the device has an error code 1000. Error code 1000 relates to biphasic processor. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.